Event description:
The pt was treated in the doctor's office for concomitant conditions following ileostomy takedown procedures. The pt was presented at one week post operation with purulent drainage from their incisions. The would was excised and drained. No antibiotics were given. The pt healed well and is in good condition.